Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent jjgc.

Event description:
Os 112285. The dentist had to remove the dental implant because it had no primary stability. The implant was not replaced in the same surgery.